Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2015 with the following findings:evaluation revealed that the contrast button is torn with intermittent response of the contrast, up and down buttons. There was contamination found under the buttons. (B)(4)

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons. This report is made based on results of investigation completed on 12/31/2015.